Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not remove the air from the cartridge during the loading sequence. Customer continued to use cartridge. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.